Event description:
It was reported that a cartridge was damaged when it fell off the pump after the customers arm bumped a wall, interrupting insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge and resumed insulin therapy independently.